Event description:
It was reported that the patient presented in-clinic due to an alert indicating that the device was in backup vvi mode. The device was unable to be interrogated with two different programmers. Eventually, the device was interrogated successfully with the programmer and revealed normal function. No further alerts were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.